Event description:
Pt received 3/4" diameter burn from electrotherapy treatment. Clinician conducted an ifc electrotherapy treatment on pt's knee. The pt typically request higher than normal treatment settings during a treatment. During the prescribed treatment pt did not report of any discomfort. One day later, the pt reported the burn to the clinician. Add'l reported notes indicate that the electrodes used for the treatment was previously used. The pt did require treatment, with antibiotics, for the burn.

Manufacturer narrative:
Awaiting return of unit for evaluation.